Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low and elevated blood glucose (bg) levels. Bg ranged from 50s mg/dl to high, however, specific bg value was not provided. To address low bg levels, customer consumed glucose tabs or consumed carbohydrates. To address elevated bg, customer delivered correction boluses. Contact stated that low and elevated bg levels were due to the pump settings needing adjustment. Recommendation was made to consult with a healthcare provider to discuss diabetes management.